Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, alarms for low o2 concentration were generated. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: pedro cruz. The user facility performed service of the ventilator by themselves. Our field service engineer (fse) retrieved the ventilator logs. Alarms for low o2 concentration were verified in provided ventilator logs. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Pre-use check was successfully performed both prior and after the event date. The user facility had performed replacement of the o2 gas module and o2 sensor but problem still existed. No parts were returned. Recommendation was to replace the nozzle unit in the air gas module but it is uncertain if this was performed. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. If the nozzle unit is faulty, the patient may receive an amount of o2 in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Since no parts were returned for investigation, the root cause of the reported low o2 concentration could not be determined.

Event description:
Manufacturer ref. #:(B)(4).